Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report 1 of 2. A report was received from (B)(6) stating that there was a cut in the sterile tubing. It is unk if the device was being used during surgery. It is unk if there were injuries or medical intervention. The date of the event is unk. There was no additional information provided.